Event description:
It was reported the patient noticed a light shock on their left side where their tremor is located in their hand. The patient noticed the shock when they used to patient programmer to decrease stimulation from 3.10 to 3.00v. The shocking sensation lasted for just a second or so, but it felt like when a continuity check was done when the patient¿s healthcare professional (hcp) during their yearly checkups. The patient felt the shock in their jaw, tongue, and down their left side. The patient had started wearing a fitness tracker for the last few months that had a rechargeable battery built in. The patient questioned if this was an adverse reaction to lowering stimulation on the implantable neurostimulator (ins) or if the fitness tracker could cause the shock. The patient did not have any falls or trauma. Follow up with the patient indicated that they received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type: accessory; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v674524, implanted: (B)(6) 2011, product type: lead. (B)(4).